Manufacturer narrative:
Due to lead damage, unable to perform complete range of analytical tests; partial testing indicates no anomalies. Lead was rec'd in a partial distal approx 33cm portion with no discrepancies concerning j stiffener wire.

Event description:
Device analysis is provided.